Event description:
It was reported that the physician noted under-sensing on the data from this subcutaneous implantable defibrillator (s-ICD) device. Data was forwarded to boston scientific technical services (ts) for review. It was discussed that the under-sensing was functional, as the patient's rhythm was below the programmed treatable zone. Additionally, the patient's amplitude height was quite variable. Upon reviewing the data, ts also pointed out a treated episode that failed to convert the patient's arrhythmia, although the ventricular fibrillation (vf) was correctly sensed. A second shock was delivered which accelerated the vf to ventricular tachycardia (vt). A third and final shock was delivered and converted the patient back to the normal sinus rhythm. Ts inquired about the current programmed settings and what activity the patient was performing at the time of the aforementioned episode. It is unknown if any further information will be taken in this event. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that the physician noted under-sensing on the data from this subcutaneous implantable defibrillator (s-ICD) device. Data was forwarded to boston scientific technical services (ts) for review. It was discussed that the under-sensing was functional, as the patient's rhythm was below the programmed treatable zone. Additionally, the patient's amplitude height was quite variable. Upon reviewing the data, ts also pointed out a treated episode that failed to convert the patient's arrhythmia, although the ventricular fibrillation (vf) was correctly sensed. A second shock was delivered which accelerated the vf to ventricular tachycardia (vt). A third and final shock was delivered and converted the patient back to the normal sinus rhythm. Ts inquired about the current programmed settings and what activity the patient was performing at the time of the aforementioned episode. It is unknown if any further information will be taken in this event. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the b5 for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that the physician noted under-sensing on the data from this subcutaneous implantable defibrillator (s-ICD) device. Data was forwarded to boston scientific technical services (ts) for review. It was discussed that the under-sensing was functional, as the patient's rhythm was below the programmed treatable zone. Additionally, the patient's amplitude height was quite variable. Upon reviewing the data, ts also pointed out a treated episode that failed to convert the patient's arrhythmia, although the ventricular fibrillation (vf) was correctly sensed. A second shock was delivered which accelerated the vf to ventricular tachycardia (vt). A third and final shock was delivered and converted the patient back to the normal sinus rhythm. Ts inquired about the current programmed settings and what activity the patient was performing at the time of the aforementioned episode. No further information was provided. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct h6 and h10.

Event description:
It was reported that the physician noted under-sensing on the data from this subcutaneous implantable defibrillator (s-ICD) device. Data was forwarded to boston scientific technical services (ts) for review. It was discussed that the under-sensing was functional, as the patient's rhythm was below the programmed treatable zone. Additionally, the patient's amplitude height was quite variable. Upon reviewing the data, ts also pointed out a treated episode that failed to convert the patient's arrhythmia, although the ventricular fibrillation (vf) was correctly sensed. A second shock was delivered which accelerated the vf to ventricular tachycardia (vt). A third and final shock was delivered and converted the patient back to the normal sinus rhythm. Ts inquired about the current programmed settings and what activity the patient was performing at the time of the aforementioned episode. It is unknown if any further information will be taken in this event. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.